Manufacturer narrative:
The information provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively." It was reported that the pt was given antibiotics to treat the infection. A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. The product was sterilized by e-beam at the specified dosage. It is unk whether or not the device may have caused or contributed to the event based on the information currently available, however, the pt's comorbidities and prednisone use could be contributing factors to the pt contracting an infection. No product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2011-00043 for information related to the other xenmatrix mesh implanted on (B)(6) 2010.

Event description:
On (B)(6) 2010, open ventral hernia repair with component separation utilizing two xenmatrix grafts in a "sandwich" technique posterior and anterior to rectus muscles. Case was clean. Mesh was not placed under tension. Pt's abdomen was initially closed after the implants, on (B)(6) 2011, infection was discovered. Pt was reopened to clear infection. Antibiotics were given. Wound vac was applied with adaptic gauze, otherwise wound was not packed, debrided nor wound care treatment provided. A large seroma was present. No evidence of wound dehiscence. No splitting or buckling of the grafts. The skin had signs of inflammation. "Red".